Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however the alleged root cause could not be confirmed. Reportedly, customer changed pump supplies and resumed insulin delivery.